Manufacturer narrative:
Patient identifier did not contain enough spaces for the entire ID. The entire ID is (B)(6). (B)(4). This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). Customer complaint data was reviewed for lot 18154li00 and no adverse or non-statistical trends were identified. A review of the prism (B)(6) labeling was performed and concluded that the issue is adequately addressed. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Testing regarding sensitivity could not be performed for lot 18154li00 since the prism (B)(6) reagent lot has expired. Based on the investigation, lot number 18154li00 performed acceptably and no deficiency was identified.

Event description:
Additional archived sample testing using prism (B)(6) lot 18154li00 was provided on a donor that was previously reported under manufacturer's report number 1415939-2016-00026. Sample (B)(6) from (B)(6) 2012 had been testing with prism (B)(6) lot 18154li00 and (B)(6) results were generated. Cobas testing was reactive (coi 7.28) repeat cobas testing was reactive (coi 7.92) the sample was sent for confirmatory testing and the following results were generated: innotest (B)(6), architect (B)(6), core (B)(6), immunoblot c11+; c2 1+. Erythrocyte mass from the donation was provided to (B)(6) hospital on (B)(6) 2012. No impact to the recipient of the blood product has been reported.